Event description:
The hcp reported the pt was hospitalized for meningitis. The device system was removed and not returned to the MFR for analysis. The pt is reported to have been released from the hosp and is doing better. A follow up report will be sent when add'l info is received.